Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during a fill cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp was receiving a check lines and bags alarm during therapy. In an endeavor to discontinue the alarm, hp disconnected two supply bags from the supply lines of the homechoice set and respiked the bags after repositioning. Tsc assisted hp in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.